Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however, one photo was provided for review. The investigation is unconfirmed for labeling inaccuracy regarding the introducer size on the product labeling with respect to the actual introducer size, as the photo review found the labeling wording to conform to requirements. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the (B)(4) that are cleared in the us. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602690ce implantable port was allegedly incorrect in the package. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, weight, and gender were not provided.